Manufacturer narrative:
Problem of lead suture broke. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold (tm) lite w/ capio slim was used during an unknown procedure on (B)(6) 2016. According to the complainant, during the procedure, the suture got sectioned at the taper cut tip's level and was recovered with the capio. The procedure was completed with another uphold (tm) lite w/ capio slim. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.